Event description:
It was reported that 4 bd insulin syringes with the bd ultra-fine¿ needle were blocked during use and couldn't draw up liquid. The following information was provided by the initial reporter, translated from portuguese: "I bought a pack of bd ultra-fine syringes and 04 units of it don't draw the insulin liquid, I threw it away."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insulin syringes with the bd ultra-fine¿ needle were blocked during use and couldn't draw up liquid. The following information was provided by the initial reporter, translated from portuguese: "I bought a pack of bd ultra-fine syringes and 04 units of it don't draw the insulin liquid, I threw it away."

Manufacturer narrative:
H6: investigation summary; no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two images of the 0.5ml, 31 guage, 6mm, syringes for lot 1039679. The customer reported I bought a pack of bd ultra-fine syringes and 04 units of it don't draw the insulin liquid. The images were examined and the root cause could not be determined as no samples were sent and the photo attached shows an image of two polybags that are in good condition. A review of the device history record was completed for batch# 1039679. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photo received, embecta was unable to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed and no samples were returned. H3 other text : see h10.